Event description:
The reporter stated that the surgeon implanted a icm 120v4 (-16.50)implantable collamer lens in 2006 and had to explant the lens in a week later due to an excessive valut. The patient had elevated iop and a shallowing of the anterior chamber and angle closure. The lens was replaced with a shorter icm model of the same diopter.